Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,6.0,11.5,mtx,mg (tsvt6b11) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant fractured at the collar. Bone / tissue was seen attached to the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 03 (universal) and was used for approximately 2 years 3 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63962078). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63962078) and no similar events or complaint was found. Based on the available information, device malfunction did occur and the reported event of implant fracture was confirmed. However, bone loss & infection could not be verified since they are medical conditions and no x-ray or pictorial evidence was provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. PMA (510k) #: k101880.

Event description:
It was reported that the implant at tooth site #3 was removed due to implant fracture. Patient came into the office due to pain when it was discovered that the implant fracture may have caused the infection & bone loss. Took crown off of implant and a piece of implant came off. Soreness and bone loss noted around crown. Patient will return to replace implant later.